Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 27.6mmol/l. It was stated that the customer woke up with ketones and diabetes ketoacidosis. Troubleshooting was performed. It was stated that the insulin pump alarmed motor error. It was stated that the customer was disconnected from the insulin pump twenty four hours prior to the admission. Reviewed the alarm history and found the alarm. It was stated that the drive support cap appears normal. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.